Event description:
The customer reported being hospitalized due to low blood glucose of 50mg/dl. The customer believes that the cause of her low glucose level was to sleep in late and had nothing to eat. Troubleshooting was performed. The programming was correct and the reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that the device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.